Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had motor error. Customer stated they were able to successfully clear the alarm and were able to complete rewind. Customer stated that support drive cap was normal, pump was not exposed to high magnetic field or resented error motor position encoder error was presented during fill cannula and bolus administration and insulin pump did not passed the displacement motor test. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.